Event description:
A 24mm diamter x 14mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 17cm. It is reported that the stent graft was pulled down into the aneurysmal sac; therefore, two aortic extension cuffs were placed with a successful outcome (exclusion of the aneurysm) with no endoleaks noted. Further information is pending. Device history record review contains no information relevant to the complaint.